Manufacturer narrative:
Additional information was received that the valve was replaced for moderate stenosis and moderate-severe insufficiency. The valve was initially implanted with a diameter of 16 millimeter (mm) and at the time of replacement it was 20 mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the insufficiency was central. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, nine months and twenty days after the implant of this transcatheter bioprosthetic pulmonary valve, implanted in the mitral position, the valve was replaced for an unknown reason. No additional adverse patient effects were reported.